Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00059).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 09/16/2021. The investigation results shown that when clamped the proximal end of the administration set, the upstream occlusion alarm was triggered; when clamped the distal end of the administration set, the downstream occlusion alarm was triggered. The reported occlusion alarm issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 07/23/2021, a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump 702218 did not alarm occlusion." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.